Event description:
The customer reported that the system exhibited filament regulator failure errors during a patient procedure. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge sales representative performed an onsite investigation. The mainframe battery packs and filament driver pcb assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.